Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle was slow to retract during product testing. The following information was provided by the initial reporter: our customer, area ambulance, has reported experienced a delay when the push button was activated. Customer just received. 8 cases today. Customer pulled samples for several boxes and experienced the same delay. This does not happen on all.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.